Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting undersensing. The lead was thought to be dislodged. Repositioning was attempted. No adverse patient symptoms were reported.